Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Only the product name and ref number (i.e., no lot number) and an event description were provided. The complaint device was not returned. Therefore, no complaint investigation could be performed.neither the affected device nor the angiographic material was returned. Only the product name and ref number (i.e., no lot number) and an event description were provided. The complaint device was not returned. Therefore, no complaint investigation could be performed.

Event description:
The orsiro mission could ot cross a lesion with 60% stenosis degree.